Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation/red patches under all of the therapy pads. There was no alleged device malfunction contributing to the irritation. Patient reported that a physician prescribed her (B)(6) and clobetasol propionate ointment. Follow up indicated that skin irritation is improving.